Manufacturer narrative:
Concomitant medical products: 4058m52, lead, implanted: (B)(6) 1993; a7700-27, mechanical valve, implanted: (B)(6) 1997.

Event description:
It was reported that the patient presented with syncope and shortness of breath. The right ventricular (rv) lead exhibited high impedance, high thresholds, polarity switch, and loss of capture. It was confirmed that the lead was fractured. The lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.